Manufacturer narrative:
(B)(4).

Event description:
New information received states there were new episodes of noise. Increased right ventricular lead threshold was also observed. The lead was explanted and replaced when using a laser technique. No adverse complications were reported.

Manufacturer narrative:
(B)(4)

Event description:
It was reported during a follow-up, episodes of noise were observed on the near-field channel that resembled myopotential. Performing an isometric test and disabling the low frequency attenuation were recommended. The physician decided not to proceed with an intervention. The patient condition was good.